Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was noted that the patient had a bladder suspension done on (B)(6) 2019 and they did not turn their implant off prior to the surgery. It was reported that they experienced a loss of therapy right after the ¿bladder suspension sling or whatever you call it¿ so they didn¿t know ¿if it knocked it out of calibration or what, but it¿s not doing very good.¿ it was stated that they had already tried all available programs, but they ¿can¿t seem to get their device calibrated back to where it was,¿ and they ¿can¿t control it and were going through pads like crazy.¿ it was recommended that they follow up with their healthcare provider. No further patient complications are anticipated or expected as a result of this event.